Event description:
It was reported, "several patients in pacu are complaining about the electrodes being uncomfortable. They are experiencing skin tears and blistering." (B)(6) 2013, per email from rep "they believe that one patient had to be treated with antibiotics for a skin infection due to the removal of the electrode (was left on too long)..."

Manufacturer narrative:
The device has been received by conmed corporation; however, the investigation has not yet begun regarding this incident on completion of the quality engineering investigation a supplemental report will be filed.

Manufacturer narrative:
The sure-trace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. DHR/lhr, device history record/lot history record, review has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or, performance were not identified during manufacture. One (1) open pouch of unused, lot sample electrodes was returned to conmed complaint center for investigation. The returned device examined in the laboratory. No visual discrepancies were observed. The patient survey was completed by a registered nurse from (B)(6) hospital. The survey offered minimal information regarding device usage such as skin site preparation, (survey states unknown), and, product storage (survey says unknown). However, regarding electrode length of application the survey states that it was days till the electrode was removed by the patient creating a skin tear leading to an infection requiring antibiotic. There could be multiple of possible causes either manufacturing or user related issues for this failure mode. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. The patient survey stated that the electrode sites prep was unknown. The IFU, instructions for use, specifies, "the electrode sites should be clean, dry, and free from skin oil prior to electrode application". The IFU, also states that, "the electrode site should be dry before electrode application. Fluids including skin cleaning solutions, lotions or soapy water may cause skin irritation and loss of adhesion". Another possible cause of this could be a rapid removal of the electrode by the patient. The IFU indicates, "rapid removal of the electrode from the patient may cause skin damage. If the electrode is difficult to remove, use alcohol on long term electrodes to moisten the adhesive-skin interface the use of water will facilitate the removal of repositional electrodes". These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection and visual checks were done to ensure proper production of the devices. The patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. The most likely cause of the reported skin tear is probably the rapid removal of an electrode that was in place for a long period of time. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.